Manufacturer narrative:
S/w version: 6.7v. Retainer ring=black. Pump case type: ngp prime. The pump was returned for rewind anomaly found on mar 30, 2023. Pump¿s history and trace files downloaded successfully using thump software. Pump passed the leak test. Unit passed rewind and self test, however unit failed prime/seating test when unit didn't display "load reservoir complete¿ after incrementing weight stack to 2.0lbs. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. No motor alarms noted in the pump history files. Force sensor not within spec. Pump was cut open to perform visual inspection and found crease on the motor flex connector. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched case. Rewind anomaly not confirmed during testing. However, prime/seating confirmed due to crease on the motor flex connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer found the pump not recognizing the new reservoir inserted but keeps pushing it empty on the second step of the rewind process. No harm requiring medical intervention was reported. There is no allegation covered in the existing troubleshooting. The customer will discontinue using the pump and the pump will be returned for analysis.

Manufacturer narrative:
S/w version: 6.7v. Retainer ring=black. Pump case type: ngp prime. The pump was returned for rewind anomaly found on (B)(6) 2023. Pump¿s history and trace files downloaded successfully using thump software. Pump passed the leak test. Unit passed rewind and self test, however unit failed prime/seating test when unit didn't display "load reservoir complete¿ after incrementing weight stack to 2.0lbs. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. No motor alarms noted in the pump history files. Force sensor not within spec. No damage noted at the electronic assemblies during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched case. Rewind anomaly not confirmed during testing. However, prime/seating confirmed due to failed force sensor. Problem isolated to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.